Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2010; inratio: 3.1, 3.3, 3.6; doctor's meter: 3.9. Per patient; tested using dr's inratio meter and observed inr = 3.9. Returned home and tested within 1/2 hour using own inratio meter with inr = 3.1, 3.3, 3.6. Different fingers used. No issues with obtaining sufficient sample. Therapeutic range = 2.5-3.5. Coumadin dose decreased slightly based on dr's results.

Manufacturer narrative:
Investigation pending.